Event description:
It was reported that customer experienced an ongoing inaccurate insulin gauge. There was no reported impact to the customer¿s blood glucose level. Customer loaded a new cartridge to resolve the issue.